Event description:
It was reported that they were artifacts in the image; causing the patient to be re-exposed. They rebooted the system and repeated the image. After the system was rebooted, it is working as intended.